Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. Photographic images were made of product.(B)(4).

Event description:
Allegedly patient presented with undersized femur that had subsided, pain in the hip and a preop cocr level of 4.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00240, 00241, 00242.